Event description:
The patient originally called in due to receiving an a5 (technical inspection alert) on her infusion device. The patient also stated that, about 2 years ago (2003) she went into a coma for low blood glucose. The patient stated that, she took 15 units total of insulin when she was trying to take a 3 unit bolus. The patient was unaware that when she received her replacement infusion device, the bolus setting was set at a .5 increment instead of .1 increment. She stated that she went into shock and her husband gave her a glucagon injection to help bring her blood glucose up. The glucagon shot did not work, so the patient's husband called 911 and the ems arrived. When the ems arrived the patient's blood glucose was 38 mg/dl. To help bring her blood glucose back up the ems gave her a glucose IV. The patient stated that she did not go to the hospital and quickly recovered after the glucose IV was administered. No product will be returned.